Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave inconsistent measurements; no injury resulted.

Manufacturer narrative:
Evaluation found the usb cable had a loose connection. File clip has no fault. Only file clip and measurement cable provided for evaluation.